Event description:
It was reported that burr hole device clip was very difficult to secure. It kept popping out and the jaw kept opening. This caused the lead to go 8 mm deeper than originally set. Healthcare provider (hcp) had to get repeated low dose medium thickness scans low-until he was able to get the lead back to the original position. He was then able to resecure the clip and cap. Imaging was used to get lead back into original position. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID b32000 lot# (B)(6) serial# product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(6), ubd: 06-oct-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the burr hole clip being difficult to secure was unknown. The information was confirmed with the healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID b32000, lot# 082m27925, implanted: (B)(6) 2026, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.